Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported she has to reprogram all her settings every time she changes out her battery. Customer also stated her insulin pump was exposed to moisture. Customer had to have emergency surgery and her device was put in a bag. The insulin leaked out and the device was exposed to insulin. The alarm history showed three separate alarms. Customer's blood glucose is 210 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No unexpected error alarms were noted. The insulin pump passed the displacement test, self test and reset error test. The insulin pump had an alarm in the history due to a corrupted history file. Slight moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked end cap. The insulin pump had no moisture damage inside of the casing.